Event description:
The customer reported that while the unit was in use on a patient, the unit went blank and stopped working. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the motor controller board. As per customer suggestion, the power supply was also replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.